Event description:
The customer reportedly received the following results on the accu-chek aviva system within 10 minutes: 354mg/dl, 182mg/dl, 160mg/dl, 152mg/dl, 171mg/dl, 135mg/dl and 123mg/dl. The customer states that she does not wash her hands. No reported actions taken or treatment rendered. No adverse event reported. A request was made for the return of the suspected product, replacement was sent. The customer states that she was unable to read the strip information.